Manufacturer narrative:
No electrode lot numbers with expiration dates were provided.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for ise indirect na-k-cl for gen.2 (cl), potassium electrode (k), and sodium electrode (na) on a cobas c 303 analytical unit compared to a c503 analyzer. The na result from the c303 analyzer was 158 mmol/l. The na result from the c503 analyzer was 140 mmol/l. The k result from the c303 analyzer was 4.6 mmol/l. The k result from the c503 analyzer was 4.0 mmol/l. The cl result from the c303 analyzer was 117 mmol/l. The cl result from the c503 analyzer was 103 mmol/l. The results from the c503 analyzer were believed to be correct. The customer questioned the results from the c303 analyzer.